Manufacturer narrative:
Event date is unknown. Death date is unknown. As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including but not limited to: the patient¿s filter clogged and as a result caused their death. As a result of the malfunction, the patient suffered injuries and damages and required extensive medical care and treatment. The patient suffered significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses prior to their death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Occlusion of the ivc filter does not represent a device malfunction. Placement of a vena cava filter is not a cure for clots/thrombosis nor does it prevent the formation of new clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including but not limited to: the patient¿s filter clogged and as a result caused their death. As a result of the malfunction, the patient suffered injuries and damages and required extensive medical care and treatment. The patient suffered significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses prior to their death.

Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient, including but not limited to: the patient¿s filter clogged and as a result caused their death. As a result of the malfunction, the patient suffered injuries and damages and required extensive medical care and treatment. The patient suffered significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses prior to their death. The following additional information was received per the patient¿s implant records: at the time of implant, the patient had evidence of a significant left deep vein thrombosis (dvt). The patient had a clot going the total length of her deeper vein and a portion of her saphenous. The patient underwent bilateral femoral ultrasound in order to ensure that there was no propagation of clot from her initial left thrombus, and to evaluate the right. There was evidence of a new thrombus formation in the right popliteal vein and distal. There was a minor resolution of the left side. It was felt that she met the criteria for an inferior vena cava filter. Her inr was 4 at the time that she again had recurrent clot and she was at considerable risk for pulmonary emboli. The filter was implanted below the renal veins. The patient tolerated the procedure and there were no complications. Per the patient¿s death certificate, the patient died approximately 7 months post implantation. The immediate cause of death was acute respiratory failure. The death certificate also notes the patient had disseminated intravascular coagulation, acute renal failure, and a renal mass. Other significant conditions contributing to death but not resulting in the underlying cause was deep vein thrombosis. According to the information received in the patient profile form (ppf), dvt was a significant condition contributing to death, along with disseminated intravascular coagulation leading to death.

Manufacturer narrative:
2484 ¿ acute respiratory failure. 1813 - disseminated intravascular coagulation (dic). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The patient was admitted with a known a significant left deep vein thrombosis (dvt) and considerable discomfort in the right leg. The clot was reported to extend the whole length of the patient¿s deep vein and into a portion of the saphenous vein. Bilateral femoral ultrasound revealed new thrombus formation in the right popliteal vein and distal with minor resolution of the left side. The event occurred despite an international normalized ratio (inr) of 4.0. It was further reported that the patient was at risk for pulmonary emboli. The filter was implanted via the right groin and placed below the renal veins. The patient is reported to have tolerated the procedure and there were no complications. Post-implantation, the filter became clogged and the patient subsequently expired. According to the death certificate, the patient expired approximately seven months post-implantation. The immediate cause of death was reported as acute respiratory failure. The death certificate also noted proximate causes that included disseminated intravascular coagulation (dic). Other significant conditions contributing to the death but not resulting in the underlying cause was dvt. The patient suffered significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses prior to their death. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion within device does not represent a device malfunction. The patient¿s respiratory failure, dic and subsequent death do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.